Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Dexcom representative advised patient's mother to reset the device which was successful. No additional patient or event information is available.